Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed a battery compartment crack and battery compartment moisture ingress. Leak testing revealed a battery compartment leak. Investigation revealed the display screen was dim and discolored. The keypad was found to be peeling and torn. Evaluation revealed the contrast keypad button was unresponsive. There was evidence of keypad contamination found under all key contacts. The contrast button contact was missing. No damage or defect was observed on the pump¿s internal components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, battery compartment moisture ingress, a dim and discolored display, a damaged keypad cover, keypad button contact contamination, missing contrast button contact, and an unresponsive contrast button. This report is made based on results of the investigation performed on (B)(6) 2015.